Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value and no delivery alarm. Customer's blood glucose value was 600mg/dl. Customer stated that the insulin exited while priming. The reservoir will be returned for analysis.